Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that the insulin pump didn't deliver insulin all day. During the afternoon she noticed that she was in hyperglycemia. In the evening she sought professional medical treatment for acidosis at an emergency room. The doctor gave the patient a drip of insulin and saline solution. The patient now is using an alternative therapy as suggested by her doctor and the insulin pump is detached from her body. A request was made for the return of the device.